Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the analysis of the submitted log files. According to the account, the patient had an aortic aneurysm. Once the aortic aneurysm was corrected, the patient¿s pump parameters returned to normal. A direct correlation between the device and the reported aortic aneurysm could not be conclusively determined. The account reported that the patient was at home and had a low flow alarm during the night on (B)(6) 2020. The patient performed a controller exchange themselves and, after a few minutes, had another low flow alarm. The patient was admitted to the hospital and the team proceeded to perform an echo scan. The system controller event log file 91031102 captured normal pump function until (B)(6)2020 at 03:16:33, when flow dropped below the 2.5 lpm threshold, resulting in several intermittent low flow controller fault flags. There were 3 low flow hazard alarms captured on 03jan2020. At 04:09:23 on(B)(6)2020 , the driveline was disconnected, resulting in a pump stop along with low flow, driveline disconnect, lvad off alarms. By 04:09:31, both power cables had been disconnected, resulting in a no external power alarm. The controller¿s shutdown sequence was started at 04:10:00. The last 4 lines of data appeared to show the controller powered on, without a driveline connected, indicating that the controller was powered on in order to download the captured data. This data appeared consistent with the account¿s report of a controller exchange on 03jan2020. The system controller event log file 91030901 contained data relevant from (B)(6)2020 at 05:11:12 through (B)(6)2020 at 10:10:19. Data captured prior to 03jan2020 was dated 31oct2019 or earlier, indicating that the patient switched to their backup controller on (B)(6)2020 at 05:11:12. Following the controller exchange, intermittent low flow hazard alarms and low flow hazard controller fault flags were captured on 03jan2020 from 05:11:33 to 05:19:08. During this time, flow typically ranged from 2.4 to 2.6 lpm. At 05:19:18, the low flow hazard alarms remained active throughout the remainder of the log file. During this time, flow typically ranged from 0.0 to 1.3 lpm. These low flow hazard alarms were captured when the estimated flow dropped below the 2.5 lpm threshold. The controller fault flags for low flow were not active long enough to trigger an alarm. Following the controller exchange, no additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. It was later reported that a scan was performed. From the results of the scan, the surgeon and the radiologists suspected an aortic aneurysm. On (B)(6)2020 , the patient returned to the operating room and the surgeon did a repair for the aneurysm. As of(B)(6)2020 , the patient was doing well and their pump parameters were normal. It was later reported that the patient had a fungal infection; however, the clinical specialist reported that they did not have any information regarding the infection. The patient remains ongoing on vad support. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with resolving them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced alarms at night and tried to exchange the system controller. However, the low flow alarm continued. The patient was admitted for echocardiogram, and was determined to have aortic aneurysm. The patient also had fungal infection. On (B)(6) 2019, the patient underwent surgery to stop aortic aneurysm. The surgery was successful and the device parameters are back to normal.